Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the catheter underwent visual inspection, x-ray inspection, functional testing, microscope inspection, and dissection. Upon device return and inspection, it was observed that the catheter was returned with the slider switch deployed to flower, while the spline cage remained undeployed. Additionally, it was noted that a guidewire was returned as well, though it was not inserted into the device. The catheter was subsequently put on the x-ray to look for any possible cause for the observed deployment issue. X-ray revealed a break in the guidewire lumen inside the hypotubes. Due to the break in the guidewire lumen, deployment of the spline cage was not possible. Microscopy was used to inspect the returned guidewire, and a small amount of dried blood was observed on the tip, though that likely would not have caused the guidewire to become stuck. No other issues were noted on the guidewire. The catheter was subsequently dissected to have a closer look at the guidewire lumen. Dissection confirmed the break in the lumen, but a guidewire was nevertheless successfully inserted through the lumen from either side, up until the spot of the break. The reported clinical observations were not confirmed by the analysis.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was in use. When positioning in the right inferior pulmonary vein (ripv) the guidewire got stuck. It was attempted to reload the guidewire directly after flushing the catheter, but this was not successful. The guidewire was replaced, but this also did not resolve the issue. The catheter was replaced, but the deployment slider of the second catheter could not deploy the array when it was tested outside the patient. The second catheter was replaced, but the third catheter exhibited a stuck guidewire. The catheter was replaced once again, and the procedure was able to be completed with the fourth catheter. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that the procedure was not completed with the fourth catheter. Two other replacement catheters exhibited non-reportable issues and needed to be replaced themselves. The procedure was completed with the sixth catheter. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was in use. When positioning in the right inferior pulmonary vein (ripv) the guidewire got stuck. It was attempted to reload the guidewire directly after flushing the catheter, but this was not successful. The guidewire was replaced, but this also did not resolve the issue. The catheter was replaced, but the deployment slider of the second catheter could not deploy the array when it was tested outside the patient. The second catheter was replaced, but the third catheter exhibited a stuck guidewire. The catheter was replaced once again, and the procedure was able to be completed with the fourth catheter. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was in use. When positioning in the right inferior pulmonary vein (ripv) the guidewire got stuck. It was attempted to reload the guidewire directly after flushing the catheter, but this was not successful. The guidewire was replaced, but this also did not resolve the issue. The catheter was replaced, but the deployment slider of the second catheter could not deploy the array when it was tested outside the patient. The second catheter was replaced, but the third catheter exhibited a stuck guidewire. The catheter was replaced once again, and the procedure was able to be completed with the fourth catheter. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that the procedure was not completed with the fourth catheter. Two other replacement catheters exhibited non-reportable issues and needed to be replaced themselves. The procedure was completed with the sixth catheter. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. Updates were made to: b5 - describe event or problem; d9 - returned to manufacturer date; h1 - device eval by manufacturer?, rfb device eval by MFR? We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product upn is only commercially available outside of the united states.